Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the lens was inserted into the cartridge, a crack was observed on the optic. The surgery was completed with unspecified lens. There were patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).